Event description:
It was reported that pump declared cartridge change error and caller was unable to successfully load cartridge onto pump. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, inspected cartridge o-ring and pneumatic tap area, cleaned pump, reattached cartridge, and, after initial attempts failed, filled and loaded new cartridge from specified lot, successfully completed load process, and resumed insulin delivery.